Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, device manufacture date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional device evaluated by MFR: it was reported performance pull off - suture needle. An empty opened overwrap packet, a paper lid, a needle and a suture of product code e6942, lot meq654 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand, body fluids were found and the end of the suture is severely cut appears to be by the use of a surgical instrument. Per the sample condition the assignable cause of the reported incident suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. During the procedure, the needle pulled off from the thread. Another suture was used to complete the procedure. There were no adverse patient consequences reported.